Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a power failure. A field service engineer (fse) identified that the customer spilled a saline bag on the top of the machine that caused a power failure due to the damage of communication sled and power module. Fse confirmed that no drawers were affected and replaced the power module and communication sled to resolve the issue. Fse also replaced the ethernet cable and confirmed that the network was also connected. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had no power. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.